Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had to go to the ER and was hospitalized due to high blood glucose and dka. Customer blood glucose reading at the time of hospitalization was above 645 mg/dl. Caller stated that the customer was feeling nausea and vomiting almost lethargic prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.